Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the catheter pacific plus, loss of wire access occurred when the guidewire became stuck in the balloon while treating a moderate, calcified lesion in the mid left superficial femoral artery. Had to abort ballooning, and access across the lesion had to be re-established. A new pacific plus percutaneous transluminal angioplasty catheter (4mmx200mmx200mm) was used to complete the procedure. The radiopaque balloon markers were reportedly marked incorrectly, with double middle markers in the wrong position. Tracking difficulty was noted during initial advancement due to an ancillary device, and after inflation, there was difficulty removing the balloon because the 0.018 guidewire was stuck inside. The balloon was successfully removed in tandem without injury or intervention, and there was no vessel damage. The instructions for use were followed without issue, and the vessel was post-dilated with 50/50 contrast as the inflation fluid. No abnormalities were reported in relation to anatomy, and the degree of tortuosity was minimal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the returned device was flushed, and an 0.018¿ guidewire was loaded through the tip and exited the hub/luer without difficulty, a visual inspection of the markerbands found that the proximal and distal markerbands were positioned 195mm apart as per spec, and the central markerbands positioned 5mm apart as per spec image analysis. The image is a photo of an angiogram image on a screen and is poor quality. The image shows the left superficial femoral artery with a guidewire and balloon catheter in place. The guidewire courses along the vessel path, and the balloon segment is visible with radiopaque markers that appear atypically positioned. There is evidence of guidewire entrapment, with the distal end of the guidewire appearing to have prolapsed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.